Event description:
It was reported there will be a revision surgery to remove the tmj implants due to heterotopic bone.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : device remains implanted.

Manufacturer narrative:
Update: h6. Corrected data: this supplemental is being filed to identify a duplicate MDR was filed and recorded on MFR 0002031049-2024-00013. H3 other text : not available.

Event description:
It was reported there will be a revision surgery to remove the tmj implants due to heterotopic bone.